Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual (with the naked eye) and microscopic inspection revealed that the tubing had separated from the bottom pump segment section and the separated tubing end did not appear to have any solvent residue. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system buretrol set "broke apart" from the ¿distal white plastic part.¿ this occurred after the patient¿s line was heparin locked and upon placing the IV tubing over the IV pole. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The unknown lot number could have been produced in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.